Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was exhibiting oversensing. An invasive procedure was performed and the physician found insulation damage on the lead.